Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a loss of consciousness after delivering a food bolus. Blood glucose (bg) level was 102 mg/dl. Contact confirmed bg level was not low and bolus amount was correct. Reportedly, the contact believed the customer should have delivered an extended bolus instead of a food bolus as the meal consumed by the customer was heavy on carbohydrates. Tandem technical support advised the contact for customer to discuss the extended bolus function with a healthcare provider.